Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged partial skin graft failure and debridement is related to the activ.a.c.¿ therapy system. The device passed quality control checks before and after patient placement. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Foot wounds: foot wounds for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On 28-oct-2021, the following information was provided to kci by the medical assistant: the activ.a.c.¿ therapy system allegedly kept turning off. Per the physician, the patient's skin graft failed and could have caused "extreme levels of drainage". On 01-nov-2021, the following clinical information was provided to kci by the physician's office: "there were some issues with the wound vac where the wound was malfunctioning. Because of this there was some sloughing of the graft that was applied although there is still some graft remaining today as well as the grafted breakdown as well. Patient relates overall he feels the wound is progressing nicely does have wound appointment on monday for wound vac application." On 17-nov-2021, the following information was provided to kci from the medical assistant: if the activ.a.c.¿ therapy system was working properly, the deterioration of the patient's wound could have been avoided. A debridement was performed on 29-oct-2021, and the patient was hospitalized due to worsened condition. No additional information was provided. On 18-nov-2021, a device evaluation was completed by kci quality engineering. On 08-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 12-nov-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.